Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of loose electrocardiogram and radiofrequency head connectors on the link electronic module (lem) and the lem was replaced and calibrated. It was additionally noted that the antennas were updated. The device passed functional and systems tests and will be used for restock.

Event description:
It was reported that the programmer was returned because the patient or slave cable was broken and the black-ringed connector beneath the keyboard was loose. The programmer was immediately placed into storage at that time and has now been pulled from storage for evaluation and repair, to be returned for use in the field. No patient complications have been reported as a result of this event.